Event description:
The reporter states that he obtained a 280 mg/dl and 105 mg/dl blood glucose comparison on the accu-chek advantage meter. The results were obtained within a 10 min timeframe. No reported actions taken. No adverse event reported. New system sent and return requested.